Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was insufficient/excessive additive, discolored/abnormal additive form, and air bubbles. The following information was provided by the initial reporter and translated to english. The customer stated: "rejection of tubes (viscosity errors, bubble errors, insufficient quantity, too much), reduced performance of analytical instruments. The tube passed a first time, is rejected, passed again, and dosed. They stop the barricor and go back to pst."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Retention samples were not available for inspection because no lot number was provided. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. The device history records could not be reviewed because lot number was not provided.